Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet and confirmed a low with blood glucose meter readings as low as 41¿49 mg/dl, with values outside 70¿180 mg/dl for about one hour, and received troubleshooting and education including guidance on meal announcements and scheduling of additional training. Symptoms included shakiness. Outcomes included user self-treatment with oral glucose tablets and soda, with blood glucose rising to 77 mg/dl, and no medical intervention or hospitalization. Investigation included review of user reports showing nighttime fluctuations and provision of user education. Investigation of this case revealed no device alerts or alarms and no device malfunction reported, with contributing factors likely related to user technique and new-user familiarity with meal announcing rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and non-device related with user factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.